Event description:
The patient was implanted with a vented electric lvad in 2002. Seven mos later the patient reported that the lvad was slowing down and stopped for 2-3 beats without any alarm. While training the patient, the controller was held only by the controller lead at the perc lead end and the controller showed an ongoing (5 sec.) Alarm tone. The system controller was changed and since the controller changed no further alarms have been noted. The patient remains ongoing on lvad support without further incident. The hospital replaced the lvad controller and has returned it to the manufacturer for evaluation.